Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer was unable to provide additional information regarding the events and continued using the pump for insulin therapy.